Event description:
It was reported that the right ventricular (rv) lead pace/sense portion had oversensing and noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Forty-three ventricular non-sustained tachycardia episodes less than or equal to 210 ms between (B)(6) 2010 and (B)(6) 2011 were noted.